Manufacturer narrative:
The lot number was not provided and could not be determined based on the information provided; therefore, manufacturing information could not be obtained and a complaint history review could not be performed. One complaint sample was returned for evaluation for probe actuation failure. The complaint sample was visually inspected and deemed nonconforming. Contamination was observed on the port face. An actuation test was performed and deemed nonconforming. The cutter does not open or close. A cut test was performed and deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were gouge marks at the bend area and cutting edge of the inner cutter. The extension was able to be pulled out of the coupling. The complaint evaluation does confirm the probe had a problem with actuation and cutting, which can be attributed to the customer¿s reported event. The cause of the nonconforming actuation and cutting can be attributed to the separation of components within the probe. It appears that after approximately 30 minutes of use, the adhesive bond failed causing the extension to detach from the coupling. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the probe occurred. The condition of aspiration was unknown. The procedure was completed after replacing the product. There was no patient harm. Additional information and product sample have been requested.